Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient fell at home in the middle of the night and hit head. An out patient CT scan of the head on (B)(6) 2019 revealed a right subdural hematoma and patient was subsequently admitted with inr of 2.1. Patient was discharged on (B)(6) 2019 after multiple stable CT's. Patient was stable at follow up visit (B)(6) 2019. They experienced change in condition including worsening weakness and confusion at home on (B)(6) 2019 and was taken to the emergency department at that time. CT confirmed worsening sdh and intracranial hemorrhage with herniation (inr 1.1) requiring emergent surgery for evacuation. Post surgery patient experienced left hemiparesis and developed status epilepticus with increasing episodes of focal seizures, becoming continuous the evening o (B)(6) 2019. It was at this time the family decided to withdraw care and the lvad was turned off at approximately 11:15 am, and patient expired at 11:59 on (B)(6) 2019. No additional information was reported.